Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 55mg/dl. The caller stated the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.